Manufacturer narrative:
The device in this case has not been returned for evaluation. No photographs were taken of the device. The device history was not able to be reviewed. The lot number was not provided. The complaint database was reviewed and found no similar complaints for this product family. Merit is unable to determine a root cause at this time due to lack of available information and no complaint sample being returned.

Event description:
During the implant of an implantable defibrillation lead, an air embolism occurred while inserting a tvi tool into the introducer. An embolism entered the blood stream and the heart causing asystole. External pacing was necessitated and delivered until the embolism dissipated and rhythm was restored. No additional patient effects were reported.